Manufacturer narrative:
All available information was investigated, and the reported leak/ splash (loss of fluid column during procedure) was confirmed via returned device analysis. Additionally, the hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and results of the analysis, the reported leak/ splash (loss of fluid column during procedure) was due to the observed torn hemostasis valve. A cause of the reported torn hemostasis valve could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report loss of fluid column, requiring intervention. It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 3-4. Upon insertion of the clip delivery system (cds) into the steerable guide catheter (sgc), small loss of fluid column was observed. The device was aspirated, and the procedure was continued. One clip was implanted, reducing mr to grade 1. Upon removal of the cds from the sgc, a loss of fluid column was observed. The physician aspirated the sgc and had to cover the hemostasis valve with his finger. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.